Event description:
Right knee weakness [fatigability of knees] ; knee achiness/quite severe pain in right knee/left knee pain/ sharp/throbbing pain [knee pain] ; right knee swelling [swelling of r knee] ; right knee locking/catching [knee lock] ; left hand tremor [tremor of hands] ; pinched nerve in neck [pinched nerve]. Case narrative: initial information received on (B)(6) 2018 regarding an unsolicited valid serious case of united states received from a consumer/non-hcp. This case involves a (B)(6) patient who experienced right knee weakness, knee achiness/quite severe pain in right knee/left knee pain/ sharp/throbbing pain, right knee swelling, right knee locking/catching, left hand tremor and pinched nerve in neck, while he/she was treated with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history included drug hypersensitivity with aleve (drug), benadryl (drug), sulfa (sulfonamide antibiotics), dyspepsia, headache, sleep apnoea syndrome, crohn's disease, inflammatory bowel disease, non-tobacco user, abstains from alcohol and abstains from recreational drugs. The patient's past medical treatment included aleve d, benadryl 24 d and sulfonamide. The patient's family history included hypertension, diabetes mellitus with maternal family history and arthritis. The patient's past vaccination(s) was not provided. Concomitant medications included lidocaine (lidocaine); pravastatin (pravastatin); tramadol (tramadol); paracetamol (tylenol 8 hour); gabapentin (gabapentin); tizanidine (tizanidine); orphenadrine citrate (orphenadrine citrate); fluticasone (fluticasone); clindamycin (clindamycin); cyanocobalamin (vitamin b12 [cyanocobalamin]); rosuvastatin (rosuvastatin); phosphoric acid sodium, sodium phosphate dibasic (proctosol); lansoprazole (prevacid); aluminium hydroxide, dicycloverin hydrochloride, magnesium oxidum leve (dicyclomine co); loratadine (claritin); hydrocortisone acetate (anisol hc [hydrocortisone acetate]); and testosterone (androgel). On (B)(6) 2017, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate) dosage 6 ml (lot - unk) for osteoarthritis. On an unknown date in (B)(6) 2017, after few day, the patient developed an event of a serious right knee weakness (asthenia), knee achiness/quite severe pain in right knee/left knee pain/ sharp/throbbing pain (arthralgia), right knee swelling (joint swelling), right knee locking/catching (joint lock). On an unspecified date, after unknown latency, the patient developed an event of a non-serious left-hand tremor (tremor) and pinched nerve in neck (nerve compression) final diagnosis was pinched nerve in neck, left hand tremor, right knee locking/catching, right knee swelling, severe knee achiness/quite severe pain in right knee/left knee pain/ sharp/throbbing pain and right knee weakness. The patient was treated with ibuprofen (ibuprofen), cortisone injections for exercise for right knee weakness, knee achiness/quite severe pain in right knee/left knee pain/ sharp/throbbing pain, right knee swelling, right knee locking/catching. The patient outcome is reported as unknown for all events seriousness: required intervention for right knee weakness, knee achiness/quite severe pain in right knee/left knee pain/ sharp/throbbing pain, right knee swelling, right knee locking/catching. A product technical complaint (ptc) was initiated on 17-aug-2018 for "synvisc one". Batch number unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. All finished batch records for specification conformance prior to release were reviewed as per the requirement. Any out of specification result need to be identified and mitigated through the ncr process. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. Final investigation complete date was (B)(6) 2018. No safety issues were indicated in this review. Additional information received on 17-aug-2018 in the form of investigation summary. Ptc results and number was added.